Manufacturer narrative:
The field service engineer (fse) found on testing that the ac power module needs to be replaced. The philips representative has identified this as a malfunctioning part. It will be replaced by the customer. The device remains at the customer site.

Event description:
It was reported to philips that the power supply for the unit was making an unexpected noise. There was no patient involvement.